Event description:
It was reported in a service report that the bed exit was not working. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: scale had to be zeroed.